Event description:
The rptr is both a physician and a pt, who pays $200 a case for this product. The MFR, whose kit contains the recalled clinipad iodine solution, has continued to sell kits containing the recalled product and simply places a notice sticker on the package to warn users to replace the solution. There are a number of problems with this. The first is that most people do not have sterile betadine solution hanging around their house. The second is, that by the time the user gets to the solution during a straight cath procedure they are already sterile and would have to break the sterile field in order to go and get sterile betadine and therefore waste the product, at great expense. The third problem is, that many lay user home pts may be inclined to disregard the notice rather than waste an expensive product, thus putting themselves at great risk of debilitating infection. According to the rptr, the co claims FDA has granted them permission to leave their product on the market because it's only the solution that is on recall. The caller finds this inappropriate and feels that at a minimum, the co should be required to provide sterile solution along with each kit containing recalled solution.